Event description:
It was reported that t-wave oversensing was observed via (B)(6) session. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).